Event description:
Obstetric tables do not have warnings which state that when they are used as mds use them - the birth canal will be closed up to 30% in addition they are gruesomely pushing oxytocin/cytotec and pulling hands/forceps/vacuums with birth canals senselessly closed up to 30%. Mds are killing an estimated six babies per day with vacuum-assisted spinal manipulation alone... See mds/mbs: if you must pull on baby's head - and sometimes you must... Htp://groups.yahoo.com/group/chiro-list/message/2123 the american colleage of obstetricians and gynecologists/acog*admits* -in its shoulder dystocia video- that obs are routinely closing birth canals. The video purports to show obs how to open the birth canal when shoulders get stuck bizzarely, the acog method for opening the birth canal (proper mcroberts maneuver) actually keeps the birth canal closed. See improper mcroberts can save tiny lives and tiny limbs... Http://groups.yahoo.com/group/chiro-list/message/1308.